Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, faulty cable was causing damage to the charged coupled device (ccd), loose coupler was found, and noisy image was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic urology procedure, the hd autoclavable camera head had no image when camera head was plugged in. Subsequently, the intended procedure was completed using a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h4. It has been nearly 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was identified that the phenomenon ¿no image¿ was caused by a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.